Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, noise oversensing leading to pacing inhibition was noted on the right ventricular lead. The device was reprogrammed to resolve the issue. The patient would continue to be monitored. The patient was in stable condition throughout.